Event description:
As reported on (B)(4) 2013 by the user, on (B)(6) 2013, a male patient (exact age unknown) presented for a radio frequency ablation of a liver lesion. Thermopad grounding pads were placed on the patient's inside tricep/bicep/shoulder area due to patient's hip implant. The temperature sensor auxiliary large port was plugged into generator, but the thermopad ground plug for pad was not plugged into generator, which is a common practice by the user facility. A burn or irritation was noticed when the thermopads were removed after the procedure. However, the habib disposable device was used for the case and not the starburst disposable device. Follow-up information from the reporting nurse was that the irritation that was noted upon removal of the pads from the patient appears to have been a result of the adhesive peeling of the patient's skin off. Follow-up information from the resident physician is that the irritation appears to be a pad burn. The patient is currently being treated with bacitracin for the pad burn/irritation. No other harm or injury were reported due to this product problem.

Manufacturer narrative:
As reported, "grounding pads (thermopad) applied to shoulders (inside tricep/bicep area) of patient due to hip implant. Burn or irritation noticed when grounding pads thermopads) were removed after procedure. Habib was used not starburst. Follow-up information from sales representative states attending nurse determined pad adhesive pulled off patient's skin; however treating physician states irritation was due to a pad burn, area is being treated area with bacitracin." Angiodynamics sales representative also reported that the pads were attached to the patient inside the tricep/bicep area due to a hip implant. The generator was plugged in and the temperature sensor aux large port was plugged in but the grounding piece of the pad was not plugged in. As the lot number of the device was not reported, a ship history report (shr) was generated in order to ascertain in the last three lots of the reported catalog number shipped to the reporting customer in the six months prior to the procedure date. A review of the lot history records was performed for the lot number obtained through the shr for the packaging and component lots for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As the reported complaint sample was discarded by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's complaint description cannot be confirmed. Based on the follow up information, it does not appear to be the result of a manufacturing failure. The instruction for use ((B)(4)), which is supplied to the customer with this catalog number, contains the following statement: "do not use dispersive pad(s) with the habib 4x device. Using dispersive pad(s) will reduce the effectiveness of the habib 4x device and will create an unintended current path from the habib 4x electrode to the dispersive pad(s)". No further corrections are required based on no permanent harm or injury to the patient, the relative low frequency of this failure mode vs. Habib sales volume, adequate warnings in the instructions for use and process controls to detect this type of failure. This type of complaint will continue to be monitored for trends.